Event description:
A healthcare professional reported that the machine sometimes stopped during some treatments due to high voltage. There was no pt harm reported, as per the reporter. No further info has been provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).